Event description:
Hospital reported the tip came off the suction irrigation electrode. This was not during a procedure. If it did occur during a procedure there might be a delay for retrieving the part.